Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wires exposed from the belt connector) was confirmed. Upon evaluation, the electrode belt receptacle was broken from the case. This resulted in damage to pins 1, 2, 3, 4 and 5 and the positive pulse wires in the belt receptacle. The cause of the damage connector cannot be positively identified but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.

Event description:
While fitting a (B)(6) male patient, a patient service representative noticed exposed wire on the patient's electrode belt. The patient was issued a replacement electrode belt.